Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned, and failure investigation results provide new or significant info, a follow-up report will be submitted.

Event description:
The caller reported that his customer had a single 6dct tracheostomy tube that had a cuff leak. The issue was noticed while in use by the pt, as the cuff would not stay inflated. The pt was re intubated with another 6dct. The caller reported there was no pt harm, and the pt is not on a ventilator. The caller did not know how long the tracheostomy tube had been in use, or if it had been pre-tested.